Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). Reagent lot: 834266 was in use on the e 801 analyzer from 14-aug-2025 to 27-sep-2025 and from 03-oct-2025 to 24-oct-2025. Reagent lot: 867268 was in use on the e 801 analyzer from 27-sep-2025 to 03-oct-2025 and from 24-oct-2025 to current. The serial number of the e 601 analyzer was requested, but not provided. Samples from the patient were provided for investigation. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for samples from two patients tested with elecsys anti-hcv ii on a cobas e 801 analytical unit and a cobas 6000 e601 module. Please refer to the attachment for all patient data. Samples from the patients were alleged to have false positive anti-hcv results when tested on the e 601 and e 801 platforms. The first patient was reported to have positive anti-hcv results reported outside of the laboratory and the second patient only had negative anti-hcv results reported outside of the laboratory. Samples from both patients that had positive results with the elecsys anti-hcv ii were reported to have negative results with the same assay after the samples were treated with polyethylene glycol.